Event description:
During an acl reconstruction of both knees the drill scraped against the passing pin and debris scattered within the capsule. The capsule was suctioned to remove the debris, however, post surgically the patient exhibited edema and an elevated temperature. Due to elevated c-reactive protein levels the patient was hospitalized for 6 weeks. Subsequently the patient had the operative site irrigated and cleaned, and is being treated with antibiotics.